Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the tip of the screwdriver is strongly twisted as complained. Therefore a proper pick up of the screw is no longer possible. The review of the production history revealed that the screwdriver was manufactured in march 2015 according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and it is likely, that exceeding applied mechanical overload during the loosening of a blocked screw caused this damage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: march 12, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery it was found that the distal end of the screwdriver was twisted. There was an unknown time of surgical delay. This is report 1 of 1 for (B)(4).